Event description:
During an follow up in clinic, the patient experienced extra cardiac stimulation due to the right ventricle (rv) lead. The rv lead was explanted and replaced during a device upgrade procedure to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event for extra cardiac stimulation was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an follow up in clinic, the patient experienced extra cardiac stimulation on the diaphragm due to the right ventricle (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.